Manufacturer narrative:
D10: 300-01-13 - eq, humeral stem primary, press fit 13mm: (B)(6). 320-01-42 - eq reverse 42mm glenosphere: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical study that the patient underwent an initial total shoulder arthroplasty. Subsequently, the patient experienced instability while moving a lawn mower. As a result, they were revised due to disassociation of the polyethylene. The surgeon revised the torque screw, humeral tray, humeral liner, glenosphere, and glenosphere locking screw. The outcome is considered resolved. No further information available.